Event description:
The user facility reported that the mayfield clamp slipped. Further conversation with the o.r. Nurse revealed that there was "no patient injury; but there was a potential that there could have been an injury. When the clamp was taken off, the patient's chin slipped. She further stated that the o-ring was missing on the device; and she suspected that was the problem.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.